Manufacturer narrative:
Technician support instructed the account to adjust the trendelenburg engagement switch and inspect the wiring going to the switch. The account has not completed repairs.

Event description:
The account's maintenance stated that the trendelenburg function is not working. When he activates the trendelenburg function, the bed will run to the high position and will stop.